Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit atrial undersensing during an atrial tachy response (atr) episode. Additionally, boston scientific technical services (ts) noted potential oversensing in the atrium. The health care professional (hcp) stated this has been a known issue. The involved right atrial (ra) lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit atrial undersensing during an atrial tachy response (atr) episode. Additionally, boston scientific technical services (ts) noted potential oversensing in the atrium. The health care professional (hcp) stated this has been a known issue. The involved right atrial (ra) lead is a non boston scientific product. Further information was received that this device system exhibited farfield oversensing resulting in inappropriate atrial tachy response (atr) episodes. Atrial undersensing was also observed, which resulted in rvs/lvs, reducing the parentage of pacing delivered by the left ventricular (lv) lead. Reprogramming options were discussed by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device system remains in service.